Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received a no delivery alarm. The customer's blood glucose was 116 mg/dl at the time of incident. The customer performed plunger push and the insulin did not exit through the tubing. The customer assembled a new infusion set with the current reservoir. The customer performed manual prime and the insulin pump did not alarm no delivery alarm. The infusion set will not be returned for analysis.